Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.